Event description:
Customer reported "cracked IV tubing". Set was primed and then leaked. Unknown where the leak was. This was found before being attached to a patent. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.